Event description:
It was reported that the customer had a leaking PICC incident. There was no reported patient injury. (B)(6) 2019- additional information stated, "kinking seen on x-ray at insertion site. PICC secured at insertion site with securacath. PICC inserted (B)(6) 2019, removed (B)(6) 2019 due to leaking at insertion site."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and the cause appears to be related to use. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. Indentations were observed in the catheter at the 5 cm depth marker, between the 7 cm and 8 cm depth markers, and between the 14 cm and 15 cm depth markers. A circumferential split was observed in the catheter at the 13 cm depth marker. A microscopic observation revealed the edges of the split were rough but mostly straight. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at one of the corners of the split and a longitudinal split was observed at the other corner of the split. Abrasive damage which appears to be the beginning of an additional split was observed between the 14 cm and 15 cm depth markers. The surface of the catheter material was observed to be less lustrous leading up to the edges of the split and the additional damage observed between the 14 cm and 15 cm depth markers. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redn2276 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer had a leaking PICC incident. There was no reported patient injury. On 10/08/2019 - additional information stated, "kinking seen on x-ray at insertion site. PICC secured at insertion site with securacath. PICC inserted (B)(6) 2019, removed (B)(6) 2019 due to leaking at insertion site."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a PICC leak is inconclusive due to poor sample condition. One radiographic image of PICC catheter in use was provided for investigation. The event description indicates the catheter was secured by a securacath device. The device appears to be visible in the image provided. The presence of a leak and characteristics of the split cannot be clearly determined from the image provided. Based on the description of the reported event, possible contributing factors include sharp instrument damage, over-pressurization, and material fatigue due to catheter kinking. The product IFU cautions, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redn2276 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2276 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer had a leaking PICC incident. There was no reported patient injury. (B)(6) 2019 additional information stated, "kinking seen on x-ray at insertion site. PICC secured at insertion site with securacath. PICC inserted [(B)(6) 2019], removed [(B)(6) 2019] due to leaking at insertion site."